Manufacturer narrative:
An additional lot number was provided for the device. Unknown which lot number is correct. Second lot number is: 50545586, manufacture date: 13 apr 2015, expiration date: 1 apr 2020. Site has indicated that the device will not be returned. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Event description:
A revision surgery for an acl reconstruction was held. The patient originally had an acl reconstruction on (B)(6) 2015, using btb as a graft. The procedure was a rectangular btb. The graft was fixed with a btb 25mm for the femoral side, a 9mmx20mm screw and a competitor's staple for the tibial side. The bone fragment of the femoral side split around the eyelet of the device. According to the surgeon, it had split during the operation because the affected knee was in plaster after the operation. On (B)(6) 2015 or 22, the patient had a revision surgery using the same graft upside down with competitor's devices for both sides. The patient's post-operative condition is okay.